Event description:
Hardware originally applied in 2004. Pt subsequently sustained another fracture above the previous fusion. During revision surgery to extend fusion md broke a set screw driver while attempting to remove the set screw. The rod was cut in order to back the screw out. Procedure was completed as planned.